Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused to the patient faster than it was programmed to during therapy (medication, programmed amount and delivery rate unknown). Any injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Additional information was obtained from the customer.

Event description:
Additional information was received from the customer on (B)(6) 2015 stating that the reported symptom was due to a user error and not the pump itself.